Event description:
It was reported that the device battery had reached eri, and there was a loss of telemetry. Patient was admitted to the hospital pending device replacement. It was noted that the device had been implanted after the use before date. No patient complication was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.